Event description:
A registered nurse (rn) contacted baxter's technical service center regarding a patient report of overfill in a previous therapy, which occurred on the homechoice (hc) after use. The rn was following up on a call previously make by the patient. The rn stated the patient did not have cloudy solution. The rn stated that the patient came in and she manually drained about 5000ml. The technical service representative (tsr) reviewed the alarm log and the patient had received low drain volume and check patient line alarms. The technical service representative (tsr) reviewed the programming. The therapy was continuous cycling peritoneal dialysis with a total volume of 12500ml, a fill volume of 2500ml, a last fill volume of 2500ml, and three cycles. The tsr reviewed the therapy log and the initial drain volume equaled 299ml, the last fill volume equaled 0ml, the total fill volume equaled 8964ml, the total drain volume equaled 7476ml, the total ultrafiltration (uf) equaled -1488ml, the cycle 3 uf equaled -1635ml, the cycle 2 uf equaled 99ml, and the cycle 1 uf equaled 48ml. There were no bypasses. The hc was on fill 4 of 4 when the patient called in the previous therapy. The fill volume equaled 1130ml. The tsr assisted the patient with ending therapy at that time. The rn stated the patient followed up with a manual exchange. The patient drained 300ml and filled with 2500ml. The tsr was not able to explain the skipped drain. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The rn stated that they checked the effluent and it was not cloudy at all, it was completely clear. The rn stated that the hp's vision was skewed causing them to believe the effluent was cloudy. The rn stated the skewed vision was not in any way related to the patient's pd therapy. The rn stated that the patient has been able to continue therapy on the cycler successfully with no further issues. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the baxter product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. Based on the information gathered during baxter?s investigation, this complaint for an increased intra-peritoneal volume (iipv) was confirmed and the root cause of the report was therapy performed using a manual exchange with continuous ambulatory peritoneal dialysis (capd). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.